Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no evidence of anomalies were found. Spike and out of range left ventricular (lv) pace lead impedance has been addressed with the analysis of associated lead.

Event description:
It was reported that during use of the left ventricular (lv) lead a patient alert triggered due to high and spike of lead impedance. Review of data indicated a lead and device connection issue. The lv lead remained in use to be tested a later time. Approximately, two weeks later the lv was tested, connection issue and impedance issue verified . The lv lead was removed and replaced with a different lead. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.